Event description:
Surgeon stated two fixation posts broke upon insertion. Heads were retrieved, but threaded portion was left buried in the bone. He stated that no pt injury or complications had occurred. Note: the surgeon does not use the fixation tap instrument that the co provides.